Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during deployment of the protege ef v10 in the right superficial femoral artery (proximal to mid segment) for a calcified lesion with severe calcification, minimal tortuosity, 70-90% stenosis, 150mm lesion length, and artery diameter of 5.5-6.0mm, the pull handle of the stent delivery system broke off. The stent was advanced over the 035 wire to treatment area, the knob was twisted to release safety mechanism. The pin plastic handle was secured with right hand and then physician started pulling ¿pull¿ handle towards the right to unsheath the stent. A few centimeters in, the ¿pull¿ plastic handle broke off. The stent was successfully deployed the by pulling the stent sheath near the catheter. The whole stent system was retrieved from patient safely without any injury. No patient complications have been reported as a result of this event.